Event description:
It was reported that during a routine equipment evaluation conducted by the manufacturer's sales rep, a drill attachment heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill was rec'd by the manufacturer and the complaint was confirmed. Internal components were evaluated and corrosion was discovered. Worn or damaged bearings can cause this type of failure and can lead to increased friction between rotating components, resulting in heat being generated. The motor, rotor assembly, and bearings were replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.